Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of the implantable pulse generator (ipg) system the patient developed epicardial effusion which required lead revision later the same day. No further patient complications have been reported as a result of this event.